Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle three. The patient's ultrafiltration reading was 1408ml, which indicates that the home patient (hp) drained 1408ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.